Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit is displaying a battery maintenance message, even though the batteries are within their expiration date. There was no patient injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. (B)(6).

Manufacturer narrative:
Updated fields: b4,b5, b6, b7, d5, d10, d9,d8, e1(initial reporter name and email), e2, e3, e4,g2, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions,health effect ¿ impact codes ), h11 initial reporter name-(B)(6) the fse stated that the battery was low, but recognized by the equipment. The batteries were replaced. Since applying batteries required a maintenance test as indicated by the on-screen message, the equipment was left performing the battery test for 18 to 22 hours as per the manual. The client was instructed on the need for and how to perform the procedure for the second battery. The tests were successfully performed and the unit was cleared for use.

Event description:
It was reported by the getinge field service engineer (fse) during the technical visit to carry out the field action that the cardiosave intra-aortic balloon pump (iabp) malfunctioned. The unit was displaying a battery maintenance message, even though the batteries were within their expiration date, which was set for 2027. There was no patient involvement and no harm was reported.